Event description:
An inventory manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses a damaged end cap found on the dialyzer (no sample). This is not related to the current event. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
An inventory manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
H3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A delamination was found from approximately 290° to 295° on the non-cavity ID end with the ports positioned at 0°. In the same area as the delamination a piece of fiber pe wrap was noted within the pu. There was no other damage or irregularities visually noted on the dialyzer. During the lot history review it was noted that there were two other complaints reported against the lot. One complaint is the no-sample investigation of the current file. The other complaint addresses a damaged dialyzer found during prime (no sample). This is unrelated to the current event. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inventory manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was requested, however to date has not been provided.